Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced "app doesn't open and prompts to update the app". No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm app not opening and not updating. The root cause could not be determined post investigation as the allegation was not found.